Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no: 306546; batch no: 8292590. It was reported that the facility is unable to scan the qr label on the syringes. Event description per medwatch report states, "our hospital recently stocked bd normal saline flushes. The bd posiflush 0.9% sodium chloride injection, usp sterile solution single use 10ml normal saline syringe previously had a barcode that would scan in our hospital's barcode system. The manufacturer has recently changed their ns flush packaging and it now has a qr code reader which does not correspond with our hospital's barcode scanner. We have already reported this to the manufacturer. The ns flush information is below. Thank you. Bd posiflush 0.9% sodium chloride injection, usp sterile solution single use, normal saline, expiration date: 09/30/2021. Medication administered to or used by the patient: no. Where did this occur? Hospital. Patient counseling provided?unknown" it was noted that this was previously reported to bd but a search of tw for this lot resulted in no previously reported complaints. No customer contact information provided on mw report makes is impossible to locate if this was indeed reported and captured previously. No further information is able to be obtained.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The product is compliant with product specifications. The UDI 2.0 barcode was implemented. This customer received it and had a system not updated accordingly. Possible root cause,the customer didn¿t have a system ready to read the UDI 2.0 barcode. This issue of customers not ready to scan the UDI 2.0 barcode has been reported to the posiflush platform to explain our customers about this change. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). The initial reporter also notified the FDA on 12 august, 2019. Medwatch report # mw5088424. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no: 306546, batch no: 8292590. It was reported that the facility is unable to scan the qr label on the syringes. Event description per medwatch report states, "our hospital recently stocked bd normal saline flushes. The bd posiflush 0.9% sodium chloride injection, usp sterile solution single use 10 ml normal saline syringe previously had a barcode that would scan in our hospital's barcode system. The manufacturer has recently changed their ns flush packaging and it now has a qr code reader which does not correspond with our hospital's barcode scanner. We have already reported this to the manufacturer. The ns flush information is below. Thank you. Bd posiflush 0.9% sodium chloride injection, usp sterile solution single use, normal saline, expiration date: 09/30/2021. Medication administered to or used by the patient: no. Where did this occur? Hospital. Patient counseling provided? Unknown." It was noted that this was previously reported to bd but a search of tw for this lot resulted in no previously reported complaints. No customer contact information provided on mw report makes is impossible to locate if this was indeed reported and captured previously. No further information is able to be obtained.